Event description:
Report received from USA stating that the device was displaying error messages. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes. The device was evaluated and the error codes e2 and e5 could not be confirmed. No additional info is available. If additional info is received, a supplemental MDR will be sent. (B)(4).